Event description:
It was reported that shaft break occurred. A 2.50 x 48mm synergy xd drug-eluting stent was selected for use. However, the physician felt it was challenging to remove it from the sleeve. When the device was pulled from the ring, the end of the stent catheter bent and broke off. There were no patient complications nor injuries reported.